Event description:
It was reported that the implanted cardiac monitor lost signal intermittently. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implanted cardiac monitor lost signal intermittently. It was further reported the patient suffered some falls which might have been at the same time as the episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.